Event description:
A report was received that a patient underwent a pocket revision due to pocket discomfort. The patient's ipg was moved from their back to the front and two new extensions were implanted. The patient is reported doing fine following the procedure.

Event description:
A report was received that a patient underwent a pocket revision due to pocket discomfort. The patient's ipg was moved from their back to the front and two new extensions were implanted. The patient is reported doing fine following the procedure.